Event description:
As part of a legal mediation effort, on (B)(4) 2013 intuitive surgical, inc. Received information including a medical records summary of a patient that underwent a da vinci s hysterectomy procedure on (B)(6) 2012. It was reported that the patient underwent the surgical procedure due to recurring pelvic pain, uterine tenderness, bilateral adnexal tenderness and an ovarian cyst. The surgeon encountered filmy adhesions in the bladder area while performing dissection. The bladder was adherent to the uterine segment. In addition, there were peritoneal adhesions around the low uterine segment. After the uterus was removed and closure of the patient's vaginal cuff was completed, a small opening into the dome of the patient's bladder was noted. At that time, a urologist was consulted and the patient's bladder was repaired intraoperatively. A cystoscopy post-bladder closure was performed. Dye was observed flowing through both the right and left ureters. The patient was awakened and returned to the recovery room. The patient was discharged from the hospital on (B)(6) 2012. During a routine follow-up examination on (B)(6) 2012, the patient had suprapubic pains and recurrent urinary tract infections. The patient was admitted into the hospital and underwent cystourethroscopy, bilateral retrograde pyelogram, and cystogram. The area of bladder repair was inspected and it appeared that there was some scarring but no abnormalities were seen. However, there was one area of erythema. The surgeon was unsure of the etiology of the patient's discomfort but opined that she might have a component of interstitial cystitis. No other information regarding the patient's care was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the intra-operative injury subsequent post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci system, instrument or accessory. Attempts have been made to gather additional information from the risk management group at the site, however as of the date of this report no response has been received. In addition, no previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: during a da vinci s surgical procedure, the patient sustained a bladder injury and experienced post surgical complications.